Manufacturer narrative:
Combination product: yes.

Event description:
History of oor impedance and no capture on this lv lead. Testing also revealed no sensing. Tried to explant lead and only a portion was able to be removed. Rest of lead was abandoned.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 42.5 cm distal to the is4 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.